Event description:
It was reported through clinic notes that high impedance was detected and as a result the patient's device was turned off. Approximately two weeks later, clinic notes indicated that the patient had a marked increase in tonic seizures since device disablement. The patient's generator and lead were replaced due to high impedance. The suspect product was returned but product analysis has not been completed, to date. No further relevant information has been received to date.

Event description:
The patient's nurse reported that high impedance had caused a gradual increase in seizure rate, where the seizures were less responsive to the use of the vns magnet. Product analysis was completed on the returned generator a comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified. Product analysis was completed on the returned lead on 11/09/2017. Visual analysis identified abraded openings in the outer silicone tubing. Shortly after the electrode bifurcation, product analysis found two lead breaks in the positive coil with pitting/metal dissolution. Due to the pitting the fracture method could not be identified. Other than typical wear and explant-related conditions, no other anomalies were identified. No further relevant information has been received to date.